Event description:
It was reported that an asymptomatic patient presented for a routine follow-up, back up vvi mode was observed on the device. A device download was performed successfully to restore device functions. Patient was stable.